Event description:
It was reported that the pt has interest in reprogramming. It was also reported the pt has not charged in approximately a year. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.